Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for cancer chemotherapy indications for use. It was reported that the patient was getting six bolus per day. The patient stated that they reached out to the patient yesterday and they were told to go to their healthcare provider to fix the pump time issue. The patient drove 40 minutes there and the hcp did not resolve the pump time issue, and they were very upset. The agent reviewed information, and the patient was redirected to hcp to further address pump time. The patient saw pump time was 1 hour ahead in the about section of ¿myptm¿ application. During the call, the patient stated that they mentioned the 90 percent lag issue to the agent yesterday. The patient stated that they have had the issue for a couple months. The agent reviewed information and cleared the data on the handset. The patient saw a 'no connection' message during the call but, the patient was able to connect to ¿myptm¿ application. The patient will monitor lag issue and call back if further assistance is needed. The patient called back regarding information as already documented in this case. The patient was upset and said that their pump time had not updated with daylight savings time. The patient said that they had gone to their clinician, but it did not work so they had the same problem today. The patient said that they called their hcp today, however, the hcp was not calling them back. The patient said that they did not have this issue in the past. The patient inquired about other hcps. The agent offered to e-mail the patient a physician listing and the patient accepted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that for at least 6 weeks, their handset had been moving extremely slow. The agent walked the patient through how to clear the data on the handset which resolved the issue.